Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the anvil was removed, and additional resection was required. The anvil was replaced to another one when the device was replaced. The surgeon commented that the adjusting knob felt very light to rotate. Adjusting knob felt less resistance when it was rotated. He did not feel the adjusting knob was tightened as it is usually. The patient¿s condition is not good not because of the deficiency of the device but because of other reasons. Additional information was requested, and the following was received: what is the current patient status? Unknown about current patient status. What are the ¿other reasons¿ that have contributed to the patient poor condition? Unknown about "other reasons. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device could not be fired. The device was used between the esophagus and the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2022. D4: batch # u5cu1r. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. The adjusting knob performed without any difficulties, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.